Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reports several month's history of splotchy, itchy, red spots under the mass and tape collar. Prior to this event; she sought treatment from a healthcare provider and was prescribed nystatin powder which she has been using for three months. Due to persistent symptoms; end user is currently being followed by a dermatologist who prescribed a compounded cream mixture of steroid; antibiotic and nystatin cream to apply to the affected area and she was also given a prescription for oral diflucan. The dermatologist recommended her to visit an allergist for allergy testing. The end user was instructed on use of adhesive remover and cavilon no sting spray.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event information requested. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.